Event description:
Information received by medtronic indicated that the retainer ring was cracked. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Software 2.9d. Device received with cracked reservoir tube lip, broken belt clip rails, missing display window cover, the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.